Event description:
It was reported that the pt presented for a post-operation implantable cardioverter defibrillator change out check. Upon interrogation the right atrial lead exhibited loss of sensing and noise. The node was reprogrammed and the lead remained implanted.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.